Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level. The customer expressed a desire to complete a reset later and intended to follow up. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.